Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event log 11, 224, 227 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Poor soldering was observed on the battery legs. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a higher sensor scan result of 450 mg/dl and it is unknown whether the customer noted a trend arrow on the device. The customer self-treated with insulin (dose/type unspecified) and indicated their new readings were 396 mg/dl. The customer began to experience dizziness and self-treated with more insulin (dose/type unspecified). The customer experienced hypoglycemia with symptoms described as strong sweating, dizziness, shivering and was unable to self-treat due to their symptoms. The sensor was providing a reading of 350 mg/dl and the caregiver provided glucose orally, apple juice, and bread with butter for treatment. The caregiver attempted to get a reading on the test strip but noticed they inserted the strips the wrong way. The customer began to feel better and went to sleep. The customer woke up and went to their regular check-up appointment with their doctor. The healthcare professional obtained a hcp meter reading of 310 mg/dl compared to a sensor scan of 435 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The customer self-treated accordingly with insulin (dose/type unspecified). After the customer's self-treatment, the hcp obtained another hcp meter reading of 190 mg/dl compared to a sensor scan of 340 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The hcp advised the customer to get a replacement but no emergent third-party treatment/medication was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the product continue to be safe, effective, and perform as intended in the field. Stability data for the product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. No tripped trend was identified, therefore no further action was required. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. No further investigation is planned. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received a higher sensor scan result of 450 mg/dl and it is unknown whether the customer noted a trend arrow on the device. The customer self-treated with insulin (dose/type unspecified) and indicated their new readings were 396 mg/dl. The customer began to experience dizziness and self-treated with more insulin (dose/type unspecified). The customer experienced hypoglycemia with symptoms described as strong sweating, dizziness, shivering and was unable to self-treat due to their symptoms. The sensor was providing a reading of 350 mg/dl and the caregiver provided glucose orally, apple juice, and bread with butter for treatment. The caregiver attempted to get a reading on the test strip but noticed they inserted the strips the wrong way. The customer began to feel better and went to sleep. The customer woke up and went to their regular check-up appointment with their doctor. The healthcare professional obtained a hcp meter reading of 310 mg/dl compared to a sensor scan of 435 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The customer self-treated accordingly with insulin (dose/type unspecified). After the customer's self-treatment, the hcp obtained another hcp meter reading of 190 mg/dl compared to a sensor scan of 340 mg/dl. It is unknown whether the customer noted a trend arrow on the device. The hcp advised the customer to get a replacement but no emergent third-party treatment/medication was provided. There was no report of death or permanent impairment associated with this event.